Event description:
As reported by an unknown facility via a voluntary medwatch, during a pelvic venogram with percutaneous transluminal venoplasty, a maxi ld 7f balloon (14x4 80cm) ruptured while inflating the balloon. The balloon was removed from the patient and there was no adverse outcome. No additional information is available.

Manufacturer narrative:
Please note that a voluntary maude event report has been attached to this med watch (report no. (B)(4)). Complaint conclusion: as reported by an unknown facility via a voluntary med watch, during a pelvic venogram with percutaneous transluminal venoplasty, a maxi ld 7f balloon (14x4 80cm) ruptured while inflating the balloon. The balloon was removed from the patient and there was no adverse outcome. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a DHR could not be completed. The information available does not suggest a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.